Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-04816; 04187; 04188; and 04189.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.